Event description:
It was reported that during procedure, while trying to insert the stent (subject device) into the microcatheter, the stent was blocking and there was clear resistance. The operator removed the stent and the stent delivery wire was already broken. The microcatheter was replaced and a new stent was used. The treatment was successfully completed without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned with the stent deployed and the stent was not returned. The sdw wire was kinked bent and broken/fractured. Functional test could not be performed as the stent was deployed and was not returned. The as reported as well as the as stent delivery wire kink and break will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, while trying to insert the stent (subject device) into the microcatheter, the stent was blocking and there was clear resistance. The operator removed the stent and the stent delivery wire was already broken. The microcatheter was replaced and a new stent was used. The treatment was successfully completed without clinical consequences to the patient.